Manufacturer narrative:
B5: describe event or problem- updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. D4: lot number, expiration date, unique identifier (UDI) #- updated it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced renal and kidney complications characterized by elevated inr and creatinine levels. Following a pulsed field ablation (pfa) procedure, a farawave pulsed field ablation catheter was selected for use. 63 total lesions performed during procedure. Right superior pulmonary vein (rspv) 10 lesions, right inferior pulmonary vein (ripv) 8 lesions, left superior pulmonary vein (lspv )8 lesions, left inferior pulmonary vein (lipv) 8 lesions, anterior wall for mitral isthmus line 17 lesions (nitro given during ablations by mitral valve) and cfae on anterior aspect of right veins and septum 12 lesions. Use of the catheter to perform mitral isthmus (mi) ablation constituted off-label use, as the catheter. Per the physician, the patient was admitted post-procedure due to elevated inr and creatinine levels. The inr continued to increase for several days before beginning to decline, while the creatinine levels continued to rise. Bloodwork indicated worsened kidney function following the procedure. As a result, the patient required an extended hospital stay beyond the standard of care. Additional blood work was performed, and dialysis was initiated on (B)(6) 2025. At the time of reporting, the patient remained hospitalized, and the issue was ongoing. The patient is expected to remain under medical management, with recovery status ongoing. The catheter is not expected to return as it was disposed. It was further reported that the patient was released from the hospital on (B)(6) 2026 and was producing urine on their own.

Event description:
It was reported that a patient experienced renal and kidney complications characterized by elevated inr and creatinine levels. Following a pulsed field ablation (pfa) procedure, a farawave pulsed field ablation catheter was selected for use. 63 total lesions performed during procedure. Right superior pulmonary vein (rspv) 10 lesions, right inferior pulmonary vein (ripv) 8 lesions, left superior pulmonary vein (lspv )8 lesions, left inferior pulmonary vein (lipv) 8 lesions, anterior wall for mitral isthmus line 17 lesions (nitro given during ablations by mitral valve) and cfae on anterior aspect of right veins and septum 12 lesions. Use of the catheter to perform mitral isthmus (mi) ablation constituted off-label use, as the catheter. Per the physician, the patient was admitted post-procedure due to elevated inr and creatinine levels. The inr continued to increase for several days before beginning to decline, while the creatinine levels continued to rise. Bloodwork indicated worsened kidney function following the procedure. As a result, the patient required an extended hospital stay beyond the standard of care. Additional blood work was performed, and dialysis was initiated on 28 december 2025. At the time of reporting, the patient remained hospitalized, and the issue was ongoing. The patient is expected to remain under medical management, with recovery status ongoing. The catheter is not expected to return as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.